Manufacturer narrative:
The field service engineer (fse) found a faulty vl211 attributing to the leak. The fse replaced vl211 resolving the leak and assisted the customer with rebooting the sample aspiration module (sam) to correct the stm error as well as flushed the flowcell and replaced the mals sensor to resolve the flowcell clogs. (B)(4).

Event description:
The customer reported obtaining flow cell clogs and stm (specimen transport module) errors on the unicel® dxh 800 coulter® cellular analysis system. While troubleshooting they observed that a few drops of fluid had leaked from an unknown source near the flowcell. The leak was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.